Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. It was unable to perform the no delivery test due to no button response. The device also had a cracked reservoir tube and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms, and multiple no delivery alarms. The alarm history also showed a button error alarm. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.